Event description:
Description of the problem (what / why) - valve broken. How many times did the defect occur - once . Medical intervention (other than first aid) - yes, catheter was explanted . Needle stick/probe stick - not required. Other measures taken - not known. Safety problem - no. Problem solved - yes. How was the problem solved / additional information - not known, has already been inquired about. Photo / sample available - no. Safety valve broken / damaged / defective - broken. Safety clamp open if valve broken. / damaged. / d.. - no indication / not applicable. Safety valve lug broken / damaged - no indication / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Successful drainage - no indication / not applicable. Impact on patient - no indication / not applicable. Contact with blood / body fluids - no indication / not applicable. Change in course of treatment due to event - no indication of this / not applicable. Time spent in catheter - (B)(6) 2022. Where is the catheter located: in the abdomen or chest? - chest. Connected device (pleurx/peritx/brand) - 50-7050. Procedure performed by - doctor. Performed at - hospital. Additional information - none / not relevant. (B)(6) 2023: task opened requesting the following: please reach out and request what specifically was broken, was it the locking tab? Was the valve cracked? Was there any leakage? Was it clogged? Was there any patient impact? How was the issue resolved? Response received: could you please provide what specifically was broken, was it the locking tab? - valve broken. Was the valve cracked? - not known. Was it clogged? Was there any leakage? - not known. Was there any patient impact? - yes, catheter was explanted. How was the issue resolved? - new catheter implanted.

Manufacturer narrative:
(B)(4), follow-up emdr for device evaluation: one explanted catheter was provided to our quality team for investigation. Through visual inspection, we are able to confirm that part of the bottom half of the valve had been broken off into the top half of the valve. We are unable to confirm under what circumstances the valve was broken into the two pieces; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001453970 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: one explanted catheter was provided to our quality team for investigation. Through visual inspection, we are able to confirm that part of the bottom half of the valve had been broken off into the top half of the valve. We are unable to confirm under what circumstances the valve was broken into the two pieces; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001453970 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Description of the problem (what / why) - valve broken. How many times did the defect occur - once. Medical intervention (other than first aid) - yes, catheter was explanted . Needle stick/probe stick - not required. Other measures taken - not known. Safety problem - no. Problem solved - yes. How was the problem solved / additional information - not known, has already been inquired about. Photo / sample available - no. Safety valve broken / damaged / defective - broken. Safety clamp open if valve broken. / damaged. / d.. - no indication / not applicable. Safety valve lug broken / damaged - no indication / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Successful drainage - no indication / not applicable. Impact on patient - no indication / not applicable. Contact with blood / body fluids - no indication / not applicable. Change in course of treatment due to event - no indication of this / not applicable. Time spent in catheter - (B)(6) 2022. Where is the catheter located: in the abdomen or chest? Chest. Connected device (pleurx/peritx/brand) - 50-7050. Procedure performed by - doctor. Performed at - hospital. Additional information - none / not relevant. 15mar2023: task opened requesting the following: please reach out and request what specifically was broken, was it the locking tab? Was the valve cracked? Was there any leakage? Was it clogged? Was there any patient impact? How was the issue resolved? Response received: could you please provide what specifically was broken, was it the locking tab? Valve broken. Was the valve cracked? Not known. Was it clogged? Was there any leakage? Not known. Was there any patient impact? Yes, catheter was explanted. How was the issue resolved? New catheter implanted.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0401. Patient problem code: f1903.

Event description:
Description of the problem (what / why) - valve broken. How many times did the defect occur - once. Medical intervention (other than first aid) - yes, catheter was explanted. Needle stick/probe stick - not required. Other measures taken - not known. Safety problem - no. Problem solved - yes. How was the problem solved / additional information - not known, has already been inquired about. Photo / sample available - no. Safety valve broken / damaged / defective - broken. Safety clamp open if valve broken. / damaged. / d.. - no indication / not applicable. Safety valve lug broken / damaged - no indication / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Successful drainage - no indication / not applicable impact on patient - no indication / not applicable contact with blood / body fluids - no indication / not applicable change in course of treatment due to event - no indication of this / not applicable. Time spent in catheter - (B)(6) 2022. Where is the catheter located: in the abdomen or chest? - chest. Connected device (pleurx/peritx/brand) - 50-7050. Procedure performed by - doctor. Performed at - hospital. Additional information - none / not relevant. (B)(6) 2023: task opened requesting the following: please reach out and request what specifically was broken, was it the locking tab? Was the valve cracked? Was there any leakage? Was it clogged? Was there any patient impact? How was the issue resolved? Response received: could you please provide what specifically was broken, was it the locking tab? - valve broken. Was the valve cracked? - not known. Was it clogged? Was there any leakage? - not known. Was there any patient impact? - yes, catheter was explanted. How was the issue resolved? - new catheter implanted.